Manufacturer narrative:
Correction b1- only product problem. No adverse event. Correction b2- did not require intervention to prevent permanent impairment/damage (devices). Additional information b5 - the right ventricular lead was explanted and replaced in the same implant procedure. Correction d6a - no implant date. Correction d6b - no explant date. Additional information h1 - malfunction. Additional information h6 - health effect impact code - prolonged surgery. Additional information h6 - component code - patient lead.

Event description:
New information received notes the patient presented for a right ventricular (rv) lead implant procedure on (B)(6) 2021. During procedure, it was noted that the rv lead exhibited poor r wave sensing, high pacing thresholds and high capture threshold. The physician explanted and replaced the rv lead during the same procedure. The patient was in a stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a new right ventricular lead was implanted. During the same day, it was noted that the lead exhibited poor r wave sensing, high pacing impedance, and high capture threshold. The lead was removed from the body, and upon inspection of the lead, tissue was found in the helix. The lead was not used and a new lead was implanted. The patient was in stable condition.